Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on (B)(6) 2015 with the following findings: the display screen was dim and discolored. The battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2015.